Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for further evaluation. Upon receipt, an investigation will be performed and the results will be submitted within a supplemental MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, the ventilation volume was displayed to be over 2000 ml (high minute volume). The patient was transferred to another ventilator with no patient harm. When the device was rebooted, a circuit check error was generated; however, the device continued to ventilate with a loud noise coming from the pump and no gas being delivered to the unit. A medtronic service personnel checked the device and confirmed that the oxygen tank had been depleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.